Event description:
It was reported that (1) device was used during a lobectomy. It was reported by the affiliate that the tsb45 staples malformed. Another instrument was used to complete the case. There was no consequence to the pt.